Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown; unknown shell, unknown; unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01895, 0001825034-2019-01896, 0001825034-2019-01898. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photo of explanted device, however cause of revision remains unknown. Images of the liner was provided, the liner was covered with blood, the inner side of the high wall portion was damaged. No comments can be made regarding the condition of the articulating surface of the liner due to the blood. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.